Manufacturer narrative:
This is a delivery issue. No further investigation is required. This is the final report. Note: the date of the event is unknown; the device manufacture date is unknown.

Event description:
A customer reported he did not receive his test strip product replacement and therefore he was unable to test. As a result, the customer reported he passed out and drank orange juice. The customer reportedly refused to complete the medical troubleshooting survey questions. There was no report of death or permanent impairment associated with this event.